Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose level of 170 mg/dl when admitted to hospital on (B)(6) 2024. The patient stayed in hospital for eight hours. Currently, the blood glucose level of the patient was 208 mg/dl. No further information available.